Event description:
An 8 mm diameter x 4.0 cm length bridge assurant biliary stent was implanted into a pt for the treatment of an unknown lesion. Vessel morphology is unknown. It was reported that after the stent was deployed, the balloon was difficult to deflate. Several attempts to obtain additional information were made; however, the user facility did not provide additional information. Medtronic received the stent delivery system in 2005 and its investigation is pending.